Event description:
Hello there. Here is the text that our salesman (B)(6) writes to us to report the machine incorrectly. : here is the log file from c6 with (B)(6) on nord 1 in aarhus. The patient is a female, 180cm, adult patient. Respirator mode was apvsimv. The respirator was disconnected and put on standby to suck with open suction. After the patient was reconnected and the ventilator started, it did not start ventilating. It happened on (B)(6). At 12/13. : https://we.tl/t-uceweupbcl the nurse told me that she thinks it was a bit difficult to reconnect the tubing set / connector to the tracheostomy and can not remember if there was a large leak due to this. If you have any questions, please contact (B)(6).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it hasn`t been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was presumably a user error. There was no patient or user harm. Hamilton fm 653570 rev. 01 medical page 3 of 4 investigation report (remediation) confidential complaint nr. (B)(4).